Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient faced bent cannula event on (B)(6) 2026. The blood glucose level was 328 mg/dl. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.